Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855. We checked the returned unit and confirmed that the ccd wire was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd wire. In addition, we confirmed that the insertion flexible tube (ift) bumped, the distal body broken, the adjusting collar improper soldering, the segment crushed, the light guide fiber bundle (lcb) was broken, the lcb distal cover glass was broken, the u/d & r/l pulley wire worn out, the remote control buttons cut, the r/l lock knob improper adjustment, the u/d lock lever improper adjustment, the lg prong corroded, the lg prong top worn out, and the eog valve loosened; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout).